Event description:
The customer reported that her blood glucose levels were above 250 mg/dl and that when the pod was removed, the cannula was kinked. The pod was worn between 1.5 and 2 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.